Event description:
An interventional coronary artery procedure was performed in 2008 on a male pt with 3-vessel coronary artery disease. Pt had stent implanted previous month and is on asa/plavix therapy daily to prevent clotting. For the procedure, angiomax was given. A 6 fr sheath st jude was placed in the left common femoral artery (lcfa). Upon completion of the procedure, a boomerang catalyst ii wire was inserted and deployed without problem through the indwelling sheath. Temp tamponade of the arterial access site was successfully achieved as evidence by no oozing or bleeding being noted. The boomerang was removed without problem and manual compression was applied to the arteriotomy site until hemostasis was achieved. Rn noticed a small hard mass adjacent to the insertion site during transfer to recovery. Md stated that this mass was noted during the procedure (prior to insertion of boomerang). Twelve hrs post-op, pt complained of discomfort; ultrasound was performed and a pseudoaneurysm was diagnosed. Pt was transported to or. The vascular surgeon identified a laceration in the profunda branch of the femoral artery and a repair was performed. Pt was discharged the following day without sequelae.

Manufacturer narrative:
The boomerang catalyst ii wire was discarded at the hospital and will not be returned to the manufacturer for evaluation. It was reported the product performed as intended per IFU. Location of the pseudoaneurysm at the profunda segment and comment by the md that a mass was noted during procedure, prior to the insertion of the boomerang suggests the tear occurred during the insertion of the introducer sheath and that, the boomerang catalyst ii did not contribute or cause the reported event since access was through the femoral artery. Review of the device history lot record did not reveal any issues or observations that may have contributed to the reported event.